Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) value; specific bg value was not provided and cause was unknown. Customer consumed carbohydrates and juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.